Event description:
During a global arteriography procedure being performed on the patient's legs, the tip of the catheter came detached from the shaft and became lodged in the left artery when the physician was injecting contrast. The physician had to open the artery to retrieve the tip. No harm or injury to the patient was reported.

Manufacturer narrative:
Visual examination of the returned device found that the catheter body was kinked and flattened directly below the strain relief. The fuse zone was intact. Approximately 7mm distal to the fuse zone, the tip broke off in the side-port area. At the break area, it was observed that the tip material was stretched prior to breakage. Review of build data and acceptance activities indicated no anomalies. The root cause was unable to be determined. Due to the location of the break and the elongation of the tip material, it is suspected that the tip got caught on the distal end of an introducer sheath while attempting to remove the catheter and excessive force was used to remove the catheter, resulting in the break. Merit will continue to monitor these types of events for any potential trends.